Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a red call doctor alert on this patient's communicator. Technical services (ts) reviewed and it was noted that the communicator was not connection appropriately, therefore, the reason for the alert remains unknown at this time. This device remains in service. No adverse patient effects were reported.